Event description:
A report was received that the patient was having several episodes of sharp pain over the generator site. The physician believed that the patient's anatomy could be the reason for the pain. The patient will undergo a revision procedure to relocate the ipg.